Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (incoming test failure) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode (te). The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt indicating that it failed incoming testing.